Event description:
It was reported that the bipolar impedance on the patients lead has been low since implant in 2001, the thresholds remain good. The patient is scheduled for a device change out and the doctor is unsure whether or not to reuse the lead. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.